Manufacturer narrative:
This report is filed november 4th, 2014.

Event description:
Per the clinic, the patient was explanted (B)(6) 2014 due to an infection. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
(B)(4). The device is currently unavailable.